Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# unknown implanted: explanted: product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the trial was shocking them and the pain was so bad that they couldn't walk. The issue began as soon as the implant was put in. Patient mentioned they were getting shocked during the demo then they were given the 'up to date' one. Patient stopped using the implant or charging it because it was shocking the hell out of them. Patient stated they were in recovery and when it was time for them to go they were being shocked all of a sudden like they were being tased by cops. The shocking lasted a minute but it stopped so they didn't think anything out of it. Patient got in the truck and was shocked again. Patient went to home depot and got shocked again and when they came home they got shocked for 3 minutes. Patient called the representative and was advised to switch to group b then that increased everything and the patient dropped the handset and fell on the floor. Patient mentioned it was killing them. Patient met with their hcp a week later and was told that it was 'ai' and that it was new and it wouldn't do that so they put it on and got it in but didn't feel anything then they were told to turn to another setting. Patient had pain a week later and it was worse than it had ever been and they never felt the shock again. Patient mentioned it was working but not working for them and they had big time spasms. Patient was supposed to take an MRI and inquired implant information. Patient mentioned they would charge the implant then call back for assistance for MRI mode. The patient was redirected to their healthcare provider to further address the issue.